Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) internal communication error. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported failure. The fse confirmed the error log showing error 124. As per the service manuel the fse replaced the front end board and reloaded the b.17 software. The fse also recalibrated the pressure transducers. The system passed all the manifold tests and all functional/safety test per manufacturer specifications and was returned to normal use.

Event description:
N/a